Event description:
It was reported that the right ventricular (rv) lead was experiencing increased short interval counts (sic) and high impedance possibly due to a lead fracture. The lead was capped and the pace/sense portion of the existing implantable tachy lead was reactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d274drg, implantable cardioverter defibrillator, (B)(6) 2010; 6949, implantable tachy lead, (B)(6) 2005. (B)(4).